Event description:
A complaint was reported stating that the pt was experiencing charging and communication problems between the implant and the external equipment. It was determined through diagnostic software that the implantable pulse generator exhibited premature battery depletion. The physician explanted the ipg and re-implanted a new one. The pt was able to charge the new ipg and was reportedly doing well after the procedure.